Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for sacroiliac and thoracolumbar procedure. It was reported that the probe had a damaged tip. The representative did not know if the device could be verified or not. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A representative reported that they did not know how the tip of the driver was damaged.